Event description:
It was reported that the patient spinal cord stimulation (scs) was not working properly. The patient underwent spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70 serial number: (B)(6) batch/lot number: 7037388 model/catalog description: artisan lead 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: fb-2010-1 serial number: batch/lot number: 22826418 model/catalog description: fixate suturing device unique identifier (UDI) #: (B)(4). Sc-1200 (sn(B)(6) sc-8216-70 (sn (B)(6) fb-2010-1 (ln 22826418) investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 7037388, model/catalog description: artisan lead 70 cm, unique identifier (UDI) #: (B)(4) model number/catalog number: fb-2010-1, serial number: batch/lot number: 22826418, model/catalog description: fixate suturing device, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient spinal cord stimulation (scs) was not working properly. The patient underwent spinal cord stimulation (scs) explant procedure.